Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by immage 800 immunochemistry system. The results were not reported out of the laboratory because the positive cutoff was adjusted. The customer indicated the percentage of samples reading rf results between 20 iu/ml and 25 iu/ml has increased from about 5% to 45% once the current lots of rf reagent were in use. There was no effect to the patients.

Manufacturer narrative:
The customer is using reagent lot m911529 and m912354, and the issue was resolved upon changing the reagent lot. The customer indicated the instrument status was checked and did not require service.

Manufacturer narrative:
(B)(4)

Event description:
...